Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infection. The ipp cylinder, pump, and reservoir was previously explanted on an unknown date. A new ipp cylinder, pump, and reservoir was implanted. There were no further complications with the patient following the procedure.